Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed. Attempted to perform the rewind test twice and the motor error alert went off. The customer stated that insulin leaked into the reservoir compartment. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.